Event description:
Complainant alleged that during routine functional testing the device failed to emit audio output. Complainant indicated that there was no pt involvement in the reported malfunction.